Manufacturer narrative:
The complaint investigation has been completed. It was originally reported that the patient suffered adverse consequences; however, upon further investigation the user facility confirmed there were no adverse consequences as a result of the fall. Section b5 has been updated to reflect this. A device evaluation has been completed and section h codes have been updated.

Event description:
It was reported that the bed exit had failed to alarm and a patient was found on the floor. The customer identified that no adverse consequence occurred as a result of the fall.

Manufacturer narrative:
At the time of reporting the unit was in use and could not be evaluated.

Event description:
It was reported that the bed exit had failed to alarm and a patient was found on the floor. The stryker field technician for the facility was told that there were adverse consequences as a result of the fall but specific details regarding the injury or any required treatment have not been provided. At the time of reporting the unit could not be evaluated because it was in use.